Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported "defib went to black x and stopped when hooked to pt." There was no pt impact.